Event description:
One of the occluder feet of a transfer set had broken. On 5/2/06, the home pt performed the first exchange of the day and found the transfer set to have a slow drip through the female adapter once the minicap was removed and the twist clamp was in the closed position. The pt then performed a second exchange and noticed the drip was still present, and contacted the nurse. On the next day, the home pt had the transfer set changed at the clinic. The nurse saw that the one of the occluder feet was missing. The transfer set was placed in february, at the same time the pt began peritoneal dialysis. The nurse stated that the home pt is very meticulous at what they do, so overtorquing was unlikely. The pt had an effluent culture performed which was negative, therefore, no antibiotics were administered and no pt injury was noted.